Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's bipolar pins were bent, both pins were bent towards each other. The chassis feature that acts as a hardstop for the pins was not broken. The instrument passed electrical continuity testing. Evidence not conclusive, but bent pins damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's pitch cables were found to be frayed at the distal clevis hub. No damage was found at the clevis. Also found frayed was instrument's grip cables, which was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. An additional observation not reported by site was that the instrument's distal pulley exhibited mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch/grip cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the fenestrated bipolar forceps instrument prongs were bent. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.